Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Wire fragments were observed within the strain relief of the returned extension. When tested, all channels of the extension measured open. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-00515. The patient received an scs system including two percutaneous leads and a lead extension on (B)(6) 2010 for low back and bilateral leg pain. The leads were placed in the peripheral region (off-label location). It was reported that one of the patient's leads was replaced due to ineffective stimulation. Effective therapy was captured as a result of the procedure, and no further complications were reported.